Manufacturer narrative:
This part is not approved for use in the united states; however a like device, catalog #: 5540230, 510k # k113174, was cleared in the united states. Product analysis: the set screw returned has damage to the threads that start at the leading thread and continue upward several threads. This sort of damage is consistent with cross threading from misalignment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif (posterior lumber inter body fusion) at l5-s due to spondylolisthesis. During the procedure, after the screw on one side of l5 was fixed provisionally, the inner tab was bent in accordance with surgical technique; the screw head was not locked. Although it was strongly tightened with a provisional driver and the set screw was changed to a new one, there was nothing changed, so the screw was removed. The same event did not occur when "another screw was replaced with," so it was completed with the set screw threading.